Event description:
It was reported that patient faced infusion set cannula bent event on (B)(6) 2026, as the patient stated there was occlusion.

Manufacturer narrative:
Initial 3 of 5. E1: event country: spain. Name: (B)(6), country: switzerland, address ¿ line 1: (B)(6), city: (B)(6), state: (B)(6), zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.